Manufacturer narrative:
(B)(4).

Event description:
It was reported that a post op CT scan conducted following the implantation of a deep brain stimulation dbs lead revealed that the right lead had retracted up the tract. There were no physiological symptoms experienced by the patient due to the migration as the right lead was turned off. The patient later underwent a revision procedure wherein the right lead was removed and replaced with a new lead. During the procedure to remove the lead the surgeon was unable to remove the whole lead as the proximal end of the lead remains under the scalp, and the distal end was removed and disposed of. The patient was noted to be doing well following the procedure.